Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the vela ventilator was alarming transducer fault. The main printed circuit board (pcb) and exhalation flow transducer was calibrated in which the device failed. The customer reported no patient involvement or allegation of patient harm.